Event description:
The patient reported they were given vicodin and they were ¿still having a lot of pain¿. They stated they were ¿pretty tiny¿ and the pump was sticking way out so when they hit it on anything, ¿they go through the feeling¿. They stated that it actually ¿hangs out¿¿not out of the skin¿but it ¿just hangs¿. They stated that it would be a major surgery to get it ¿back in there¿ and the patient was ¿not for that¿. The medications infused were dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n184302004, implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal.